Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported poor communication on their patient programmer (pp) on (B)(6) 2016. It was stated that the patient had turned their stimulator off because on (B)(6) 2016 it interfered with their EKG results. They thought they had turned their device on after the EKG but indicated they must not have because they were having a return of symptoms on (B)(6) 2016, noting that they knew the device was not on because they were running to the bathroom "a few million times." They also knew it was working before because they didn't have to urinate and their bladder was emptying. However, now their bladder is not emptying and they are running back and forth to the bathroom. The patient then tried to turn the implantable neurostimulator (ins) back on three times but got a poor communication screen each time, even with the antenna attached. It was further stated that on (B)(6) 2016 the patient was really sick. They went to the ER on (B)(6) 2016 and found out they had a kidney that wasn't functioning right, with them turning bright red and feeling as if they had to pass out, then paled and feeling dizzy. The patient is unsure if the sickness is related to their device or not. It was additionally noted that on (B)(6) 2016 the patient hadn't eaten or drank anything for 3 days, indicating that they knew the implantable neurostimulator (ins) was working fine during that time because they weren't urinating, noting that "it's like they keep telling her she's dehydrated." Additional information received on 2016-jun-22 reported that the patient is only feeling stimulation when standing, and it is "toward the back end of the behind and not where it is supposed to be by the bladder." There were no falls or trauma related to this event. Indication for implant is gastrointestinal/pelvic floor.

Event description:
Additional information received from the patient reported that after going to the emergency room finding out that her kidney was not functioning as she didn't know that it wasn't, she notified her managing physician. The circumstance that led to the stimulation issue was that after the stimulation was shut off at the emergency room, she tried to turn it back on and it only worked halfway. Turning the implantable neurostimulator (ins) back on did not resolve the return of symptoms. The stimulation issue was resolved. The patient had a new ins that was working great.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.